Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the atrial lead exhibited loss of sensing and was dislodged. The lead was explanted and replaced. No patient symptoms were reported.